Manufacturer narrative:
The explanted pump was returned to the manufacturer for evaluation and the reported event was not confirmed. The examination of the returned pump did not reveal any electrical or mechanical issue that would have affected the functionality of the device. The device functionality was dynamically tested under normal operating conditions using a mock circulatory loop. No significant findings were revealed and the device operated as intended. Additionally, the examination of the blood contacting surfaces of the pump and the pump bearings did not reveal any anomalies or depositions that would have affected the functionality of the pump. A review of device history records showed no deviations from manufacturing or qa specifications that would affect pump function or performance. No further information is available. The manufacturer is continuing its investigation of the additional returned external equipment for this pt. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The manufacturer was notified via email that the pt had expired with no further details. Several phone calls were made in order to collect more information about the event which resulted in the following: the coordinator reported that the pt was found lying on his back, with the controller underneath him. One battery was aside of the pt not connected to the battery clip and one battery was within the battery clip; however, not clicked into place (no power connection). When the nurse arrived in the pt room she heard the controller alarming. A meeting was then scheduled between the manufacturer and the staff involved with this event at the rehab center and the following information was obtained during the discussion: when the nurse arrived (05.30 a.m.) In the pt's room, she found the pt lying on his back in front of his bed with the controller covered by his own blanket. It looked as though the pt had fallen out of his bed and carried the blanket with him. Both batteries were aside of the pt, one within the battery clip but not locked and the other one next to the clip (both batteries were not connected and therefore, there was no power to the pump). The first action taken by the nurse was an attempt to reconnect both batteries. While connecting, she had problems with one battery (did not lock to battery clip maybe due to wrong direction). That's why she switched to another battery which was easy to lock to the battery clip (this problem was only at one battery and at one batter clip). When both batteries were connected properly, all alarms disappeared and the pump operated as intended. 5-10 mins later, the physician on call (05.40 a.m.) Appeared in the pt room to take over further actions. They did not switch to the power base unit (pbu). Nevertheless the pt did not recover and showed signs of death (dilated pupils, no light reaction, no neurological reactions), despite 15 mins of ventilation and additional actions for stabilizing hemodynamic situation. They decided to stop their activities and to stop the pump by disconnecting both batteries from the system controller. A loud red heart alarm was heard as expected. Due to the fact that they did not know how to stop the pump without having this alarm, the reconnected both batteries and waited until the perfusionist (07.20 a.m.) Arrived with a system monitor to stop the pump. Before stopping the pump, the perfusionist performed a waveform download and a download of system controller log file while the pump was still running.